Manufacturer narrative:
As reported on the maude adverse event report #(B)(4), the vcare vaginal-cervical retractor, small was used during a robotic hysterectomy procedure on (B)(6) 2014 and that the vcare disposable item broke inside the surgical site. No contact information from the user facility was provided in the maude report and thus follow-up with the end user could not be conducted. Nonetheless, all pieces were retrieved and the procedure was completed with no patient injury reported. Based on the provided lot number 131118, this device was manufactured on 18-nov-2013. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have caused or contributed to this reported incident. Of the lot containing 528 units, there were no other similar complaints received. A two (2) year review of product history for this device family showed a total of thirty-four (34) similar reports of vcare component separation inside the patient. During this same two (2) year time frame, over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). It should be noted, of the (B)(4) reports of component detachments, there has been only one (B)(4) report in which a second surgery was performed to remove the retained foreign objects. To date, there have been no patient long term adverse effects reported regarding any of the reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. In this instance, no follow-up with the end user facility could be conducted and without the involved device, an evaluation could not be performed to determine the root cause of the reported breakage, and, the alleged incident therefore could not be verified. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: - prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. - do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. - visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon; 2. Cervical cup; 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient. Device not returned to conmed corp.

Event description:
This incident was discovered during a maude data base review process. This incident was never reported to conmed corporation by the end-user facility, nor did conmed receive a user medwatch 3500a report forwarded by the FDA. Below is the incident description as appeared on the maude adverse event report #(B)(4): "during robotic hysterectomy, v-care disposable item broke while inside the patient. All pieces were retrieved. No obvious patient injury". No information regarding patient demographics (weight and age) was provided in the maude report. Additionally, follow-up with the end user facility could not be conducted, as the report was filed without the disclosure of any contact information (i.e. Name, address, phone #) of the end-user facility.